Manufacturer narrative:
A ge service rep performed an on site investigation. No conclusion can be drawn as repair info is unavailable.

Event description:
The customer reported that images went black or bright intermittently, requiring a reboot. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.